Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(4) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Customer reported meter is working as designed and she has no further concerns

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 26, 42, 106, 118 and 92 mg/dl. The customer¿s expected fasting blood glucose test result range is 170-175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 28 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is(B)(6) 2020. Customer has vision problems and reviewed the meter memory as best as she could. The meter memory was reviewed for previous test result history: result 1: 26 mg/dl; date: n/a ; time: n/a fasting. Result 2: 42 mg/dl; date: n/a; time: n/a fasting. Result 3: 106 mg/dl; date: n/a; time: n/a fasting. Result 4: 118 mg/dl; date: n/a; time: n/a fasting. Result 5: 92 mg/dl; date: n/a; time: n/a fasting.